Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient reported blood glucose results of "197 mg/dl" with the subject meter and "488 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages his diabetes with insulin. Since the alleged result was "below 200 mg/dl" with the subject meter, the patient allegedly skipped his dose of humalog insulin (amount not specified). Prior to the alleged issue, the patient claims he felt symptoms of drymouth and nausea. Before going to the emergency room (ER), the patient took pepto bismol to help with his reported symptom of nausea. At the ER, the patient was administered a "fast acting" insulin (type/ amount not specified) and additional medications for nausea as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, although the patient was treated by a health care professional (hcp), there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms and treatment received by an hcp correlated with the reported lfs meter result. However, this complaint is being reported because the subject meter did not meet lfs's accuracy criteria.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis, respectively, on (B)(4) 2012, with the following findings: the meter involved with this complaint was tested and no faults were found. The test strips were also tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.